Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. A2 patient age updated. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27929.

Manufacturer narrative:
The automated impella controller device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during use on a patient the automated impella controller failure "verification failed, exchange the console" occurred. Because the hospital did not have a backup console, the aic was switched off and could not switched on again. The patient was in a very critical condition with cardiac arrest and expired. No patient information was provided.